Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako tka software was reported. The event was confirmed. Method & results: product evaluation and results: review of the case session files was not performed as case session data was not provided. It was noted on the event description that an fse confirmed that the robot failed auto - arm accuracy (B)(6) 2023. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1058 was inspected on and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints shows other similar complaints for tka software - inaccurate resection. Conclusions: the alleged failure mode was confirmed to be potentially caused by a failed auto arm accuracy as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. H3 other text : device not returned.

Event description:
Surgeon was /completing a left mako tka. The distal femur cut was 1.8mm deep. Fse team was called. Failed auto - arm accuracy (B)(6) 2023. The instruments used were: mics - find assy#209063, lot#: 42021219, sn#: (B)(6), UDI: (B)(4). Deeper cuts observed during surgery, robot did not display alarm on monitor and did not cut power, surgery was completed using a cemented implant instead of cemented implant.